Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture of right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 275cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was confirmed by a mammogram. As a result, the patient will undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On 13-oct-2020, mentor received additional information about the event: the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 275cc gel breast prostheses on (B)(6) 2020 the mentor failure analysis lab received the device for evaluation. On 28-oct-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture on the right breast implant. During the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly was observed within the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 5768873 lot number. No adverse events were reported for this contralateral device. Therefore, no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-apr-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-apr-2020, mentor received additional information about the event. It was reported in the initial report to the FDA that the explantation date is 26-mar-2020. New information received states that the explantation date has been postponed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Manufacturer¿s reference number: (B)(4).